Event description:
Post operative open heart pt with intra-aortic balloon and pump. Console stopped pumping. Alarm indicated iabp leak. Manually reset, continued to alarm. All connections intact. No blood noted in tubing. Unable to pump on pressure or internal triggers. Another pump brought into pt's room. Pt coded and could not be resuscitated.